Event description:
Device 2 of 3. Reference MFR report # 1627487-2019-00631. Reference MFR report # 3006705815-2019-00175. It was reported that patient began having a large and painful growth in their back following their implant procedure. In turn, the scs system was explanted.